Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge as expected, with the battery increasing only 1 percent after approximately one hour on a charging pad, and the charging difficulty had been ongoing for months. No adverse clinical effects during the event reported. Outcomes included no impact on health or hospitalization. Investigation included troubleshooting and education with confirmation of correct pad alignment, reconnection of the cord, use of an alternate outlet, and verification of a solid green indicator on the charging pad. Investigation of this case revealed a suspected malfunction of the charging system consistent with a charger or charging pad performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the external charging pad.